Manufacturer narrative:
Patient's age: 90 years old. Initial report received by manufacturer: 10/3/2019.

Manufacturer narrative:
It was reported that a customer with chronic urinary retention was having his monthly suprapubic catheter replaced by his family caregiver who reported that the balloon of the catheter inflated on the wrong end of the catheter. The caregiver reportedly removed the catheter from the end user but did not have any catheters left to attempt to replace the catheter with a new catheter. After two hours of attempting to locate another catheter the customer was taken to the emergency department where a urologist inserted a catheter, drained 750cc of urine from the customer's bladder and secured a new catheter without difficulty. The customer was discharged home and instructed to follow up with his primary care physician. The customer was seen by his primary care physician for a follow up appointment and the physician diagnosed the end user with a urinary tract infection (uti). The customer was started on oral cipro 250mg twice daily for 7 days with no further discharge instructions noted. No additional details are available. The sample has not been returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the foley catheter balloon would not properly inflate resulting in the catheter not securing and the end user experiencing urinary retention.